Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient had fallen and a dye study was done to ensure that the catheter had no issues. On (B)(6) 2016, the dye study was completed and the catheter was found to be leaking. A revision was scheduled for (B)(6) 2016. The patient experienced an increase in spasticity tone. It was reported that during the catheter revision a pocket exploratory surgery was also done to make sure the catheter was hooked up to the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.